Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019. The patient needed a surgical intervention to prevent impairment of a body function. The humeral stem was removed and replaced by a cemented humeral stem. The surgeon reckoned that he shouldn't have locked the humeral stem during the primary surgery but should have cemented it.